Event description:
It was reported that during an unknown procedure, the staples have no formation in the front part after fired. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.